Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed by the customer that due to the age of the device and the costs associated with repair, that they have decided to not proceed with repairing the unit. The customer advised that they have instead decided to permanently remove the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to perform a manual user test their device would reboot by itself and not complete test. The device rebooting by itself could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.